Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a stenotic lesion in the artificial blood vessel below the right knee, using an ipsilateral antegrade approach, the pta balloon catheter shaft detached and remained at the lesion site. It was further reported that there was difficulty retracting the balloon through the sheath. Reportedly, the health care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to surgically remove the detached segment. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of a stenotic lesion in the artificial blood vessel below the right knee, using an ipsilateral antegrade approach, the pta balloon catheter shaft detached and remained at the lesion site. It was further reported that there was difficulty retracting the balloon through the sheath. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to surgically remove the detached segment. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation in two segments. A visual inspection found a detachment of the balloon and inner catheter shaft, confirming the device for the reported detachment. Additionally, the balloon and inner guidewire lumen were noted to be heavily bunched at the distal end of the balloon. Therefore, the investigation is confirmed for retraction issues. It is possible that retraction issues led to the identified detachments. However, the definitive root cause for the identified detachments or reported retraction issue could not be determined based upon available information. It is unknown whether procedural issues or the original sheath used in the procedure contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 01/2021. (B)(4).